Manufacturer narrative:
On-site investigation was performed by the field service engineer. According to received information, the ventilator's support arm was broken. Further information has been requested but has not yet been received. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).